Event description:
The complainant reported an over-delivery; 65 ml was hung, and the intended delivery was 65ml; however, it ran very fast during the feeding (rapid bolus feed). The feeding rate and delivery time frame were not reported.

Manufacturer narrative:
(B)(4). The device reported, list number f533 is an abbott product that is marketed internationally which is the same or similar to a device, list number 00061, that is marketed domestically.